Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The patient's blood glucose rose to 22.5 mmol/l (405 mg/dl). When the pod was removed from infusion site (abdomen), the cannula was found bent. The pod was reportedly leaking while worn for between 4 and 24 hours.

Manufacturer narrative:
The device was received and evaluated. The device had the cannula assembly fully deployed and the pink slide insert was visible. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 1918 pulses. No damages or defects were observed that would result in a needle mechanism failure. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown.